Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 525 mg/dl after changing infusion set. Customer stated that one of her cannula on the infusion set looked like a fish hook and the quality of the infusion set have gone down. The customer declined troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.